Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The target lesion being treated was located in the mid left anterior descending (lad). During the 2nd inflation, the balloon ruptured at 8 atms. The first inflation was to 6 atms. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt condition listed as "good".

Manufacturer narrative:
Pt's age: 18 yrs or older. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).